Manufacturer narrative:
Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Manufacturer narrative:
B5: updated event description g3: updated date additional information received by manufacturer h2: type of follow-up information h10: included reference to ufmw report #.

Event description:
Additional information was received on 24 jan 2025 stating the dialysate fluid splashed into the nurse's face and eyes while initiating therapy. Although requested, additional information was not provided.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on (B)(6)2024 from the health system professional of a critical care facility, stating dialysate bags broke when initiating continuous renal replacement therapy (crrt) on (B)(6) 2024. Although requested, additional information was not provided. There was no report of adverse impact to the user or patient.